Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during an implant procedure. Upon attempting to pull out the stylet from the left ventricular lead, the lead conductors were extracted as well. The physician exchanged the lead. The patient was in stable condition.